Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2026) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return./

Event description:
It was reported that during an inferior vena cava filter placement procedure, the filter allegedly deployed itself in the sheath. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: received one denali jugular filter kit. The introducer sheath segment was noted to have residue throughout. What appeared to be a filter limb was noted protruding from the center portion of the sheath. Under x-ray examination, the filter was noted to be seated at the introducer hub of the introducer sheath segment. One filter limb was noted protruding the sheath. During functional testing, an attempt was made to retract the filter from the sheath and was successful as the protruding limb entered the introducer sheath. An in-house mandrel was used to deploy the filter from the introducer sheath. Resistance was felt during test. Filter did not advance within the introducer sheath hub. The filter was noted to be at the proximal end. The filter was retracted for further evaluation. Filter limbs were present, and one arm was crossed with a leg. Therefore, the investigation is confirmed for the reported material puncture as a filter limb was noted protruding from the sheath. However, the investigation is inconclusive for the reported premature activation as the conditions during use are unknown. A definitive root cause for the reported premature activation and material puncture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. (Expiration date: 10/2026), g3, h6 (device). Method, result, conclusion. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an inferior vena cava filter placement procedure, the filter allegedly deployed itself in the sheath. It was also reported that a limb of the filter allegedly poked out of the sheath. The procedure was completed by using another device. There was no reported patient injury.